Manufacturer narrative:
Occupation: non-healthcare professional. Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care physician (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were in a lot of pain all over and that their symptoms were going back to the way they were before the procedure. The patient also mentioned that their legs have been so weak that they did fall and break their ankle because of this. Additional information was received from the health care physician (hcp) on 2018-aug-13. The hcp, when asked about the reported weakness, that it was not related to the device therapy. The hcp noted that the patient had chronic pain, shooting pain, back pain and restless leg syndrome prior to the implant of the device. The hcp noted the patient complained of a lot of things and that the device had been helping the patient tremendously however the patient complained of pain and claimed that they were having significant leg buckling and multiple falls since the interstim was implanted. The hcp reported they did not think that the device/therapy caused the weakness/leg buckling/falls. It was reported they removed the device on (B)(6) 2018 and that the device was disposed of. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were over stimulated putting them over the edge in intractable constant pain no matter what the doctor did to help them. 8 weeks later they had it removed. It's never been the same since and were left with severe sacral nerve damage.

Event description:
Additional information was received from the patient. They reported that the device caused severe nerve damage in sacral s1 2 & 3 ,bowels & pudendal. Their doctor said they had never seen anyone in that kind of pain ever with a device like this and after it was removed it as it was making sycosis. It caused havoc deep inside and they would need pain management, which is where they have been for 5 yrs now. They have never been the same since 2018 and they are currently having different injections like rfa . They have crps 11, that involved the nerves and they are not letting an doctor do any surgery on their nerves.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.